Event description:
Device 2 of 2. Reference MFR reports: 1627487-2013-17717; the patient received 2 model 3046 trial scs leads with the same lot number. It was reported the patient experienced a headache 3 days after the trial implant procedure. Subsequently, the patient was scheduled for a blood patched to be done at the time of trial lead explant procedure. Follow-up identified the leads were explanted; however, no additional information was given nor is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.